Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl, overtreatment with oral glucose, and subsequent continuous glucose monitor readings indicating rapid rise and persistent hyperglycemia up to 313 mg/dl while using the ilet system; the user expressed concern about prior training and was guided through a full supply change and meal/low-glucose protocols. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education with guidance to allow time for glucose to decrease. Investigation included a review of device use and user technique, confirmation of supply change steps, and education on correct low glucose and meal announcement protocols. Investigation of this case revealed user-related overtreatment of hypoglycemia and potential misapplication of operating procedures, with device performance not demonstrating malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to glucose treatment and use of the system.